Event description:
Subject had dbs implanted on (B)(6) 2011 for tardive dyskinesia/dystonia. Presented to ed on (B)(6) with severe l-sided eye/facial pain and swelling as well as redness and swelling at the coronal incision site that all started on (B)(6). Was determined to have cellulitis after negative CT head and lumbar puncture and began treatment with vancomycin with improvement. She was switched to bactrim in preparation of discharge on (B)(6). Pt awoke from sleep on (B)(6) with swollen eyes and a severe, throbbing headache as well as retro-orbital pressure which was new. Pt was put on IV vancomycin and ceftazidime. MRI brain on (B)(6) showed no intracranial abscess or infection. Pt to be discharged on IV antibiotics.